Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) on during use during cycle 7. During follow up on (B)(6) 2011, the hp stated that the because of this the hp was not able to perform good therapy and had gained weight. The weight was okay now and the hp has no further issues. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown.the sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.